Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60w partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Additionally the cartridge pan was noted to be slightly bent at proximal end, no damage to sled or drivers was noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the scrub nurse checked the device and loaded cartridge and handed the device to the surgeon with its jaws closed to fit into the trocar. The surgeon put the device into the trocar and tried to open the jaws in the abdominal cavity and the jaws did not open. They tried with reverse button and open but the device did not reply. The surgeon put the device out and opened a new one for the surgery. No patient consequences reported.